Event description:
It was reported that a newborn infant developed a severe two cm laceration in the soft palate after suctioning the infant. Both an ear/ulcer syringe and wall suction was used to suction the infant. The laceration required surgical intervention in the or.